Event description:
In 2009, the pt reported that about 4-5 weeks ago, he "threw up all day" and his blood glucose measured 1200 mg/dl with his target range being 80-120 mg/dl. He was admitted to the hospital ICU where he stayed for 7 days. He was treated by being given insulin injections. He stated his enzymes increased to 4-5,000 and was told the issue might be due to either his insulin or his insulin infusion device. He has remained on injection therapy since that time. The pt could not perform troubleshooting on his infusion device as he did not have a battery for it. He stated he was hospitalized "a few years ago" for "basically the same thing" (no further details provided). Product was replaced and requested to be returned for evaluation.